Event description:
Customer reportedly obtained a result of 365 mg/dl on the advantage system and took 5 units of novolog in response. Approximately 30-45 minutes later, the customer experienced hypoglycemic symptoms. No test was performed, but customer was given food and a drink to elevate her blood glucose. Later that day (timeframe not provided), the customer tested 240 mg/dl on the advantage system and again experienced hypoglycemic symptoms. The paramedics were called and 90 minutes later tested the customer at 30 mg/dl on their device. Customer was given glucose to elevate her blood glucose. Requested return of suspect system, however strips are unavailable for return. Replacement was sent.